Event description:
A 2.5mm diameter by 24mm length s660 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. It was not possible for the stent to cross the target lesion, therefore the guide catheter and stent delivery system were pulled back as a single unit to the femoral sheath. During removal of the device, the stent dislodged when it was pulled into the sheath. A sheath exchange was perfomred during which time the guidewire (another MFR's) reportedly was sheared off leaving a portion of the wire in the pt. The attempt to remove the dislodged stent with a snare device was unsuccessful. A cutdown procedure was then performed to remove the undeployed stent, however this was unsuccessful. The undeployed stent remains in the pt's vasculature. The guidewire was successfully removed from the pt using a snare device the following day. There is no add'l clinical sequelae reported related to the event.